Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device screen lock up after cuff inflated and time limit exhausted. The event occurred during surgery. There was no harm reported and there was a surgical delay of unknown time. Another device was used to complete the surgery. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report for (B)(4) was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 8, 2018, it was reported that the device screen lock up after cuff inflated and time limit exhausted. On (B)(6) 2018 it was clarified that the hoses used were not altered in anyway. The cuff was an 18 inch. Another device was used to complete the surgery. The surgical technique was followed. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet on june 8, 2018 revealed that the reported event was not able to be reproduced. The software needed upgraded to the latest version. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on june 8, 2018 which included upgrading the software to the latest version. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since the reported issue could not be reproduced by the repair technician. Procedure notes that concurrent use of the a.t.s device with an electromagnetic interference emitting device could cause erratic behavior of the touchscreen and spontaneous inflation and is scoped to include all a.t.s 2200 and 4000 devices. The instructions for use also state that the customer can prevent electromagnetic interference with an a.t.s 2200 or a.t.s. 4000 tourniquet system by maintaining a recommended minimum distance between the two devices. However, as there is no confirmed follow-up pointing to the device being used concurrently with electromagnetic interference emitting machines and the service technician was unable to reproduce the reported event, there is no evidence that points to concurrent use of the device and an electromagnetic interference emitting machine. Therefore based on the information provided, the root cause of the device automatically inflating could not be specifically determined.